Manufacturer narrative:
MFR's report date 6/26/1998. File number 03-98-047. The set was not received. However, pump was received and was visually and funtionally tested. Visual inspection found the inspection seal broken and the top finger of the mechanism assembly was bent slightly upward and just below it, a small rupture (tear) on the mechanism seal was noted. However, this would not cause a freeflow or overinfusion condition. Extensive rate accuracy testing was performed and the results were within manufacturer's specifications. Co was unable to duplicate the alleged overinfusion. A review of the pump history log showed no events, which indicated a freeflow/overinfusion occurred. Also, there were no documented alarms or events confirming the alleged failure. The top finger of the mechanism assembly was bent due to incorrect loading of the intravenous set. In-servicing for this account will be performed on the correct loading of the intravenous set. This report was filled out by the manufacturer.

Event description:
It was reported that an overinfusion of heparin had occurred. The day nurse had stated that as she was setting up the infusion, she had difficulty installing the set onto the pump. When the night nurse had gone in to check on the infusion sometime later. She could not get the pump door to open, set appeared to be stuck in the pump. There was no resultant patient complication.